Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, once every 4 days, ongoing) and fortum injection (1gm daily, ongoing) for the event. At the time of this report, the patient remained hospitalized was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient's antibiotic treatments were stopped and pd therapy was discontinued. The patient was performing hemodialysis twice a week. The patient was still hospitalized and was recovering at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.